Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated the customer was hospitalized on two occasions for low blood glucose. The customer only recalled a blood glucose reading of 48 mg/dl on one of the hospitalizations. The customer stated that prior to the hospitalizations he attempted to use the bolus wizard feature of the insulin pump and the insulin pump delivered 10 units of insulin on both occasions. Nothing further was reported.